Manufacturer narrative:
This report is submitted on october 13, 2017. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration on (B)(6) 2017 subsequent to sustaining a head injury. It is unknown if there are plans to re-implant the patient with a new device.